Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 44-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included gerd, peptic ulcer disease, dizziness, hypothyroidism and back pain. Concurrent conditions included breast prosthesis implantation. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and immune system disorder ("immune system not functioning correctly"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia due to blood loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("neurological condition/prob:brain fog") and endometriosis ("endometriosis") and underwent breast prosthesis implantation ("breast implant"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and alopecia had resolved, the fatigue, feeling abnormal, depression, anxiety and immune system disorder was resolving and the iron deficiency anaemia, breast prosthesis implantation and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, breast prosthesis implantation, depression, endometriosis, fatigue, feeling abnormal, immune system disorder, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2008 (as per ppf) in this follow up and previously the date of insertion was (B)(6) 2013 if you had your essure removed, did you retain the essure device or any portion of it? Yes. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Outcome for 'feeling abnormal' updated. Medical history added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 44-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gerd, peptic ulcer disease, dizziness, hypothyroidism and back pain. Concurrent conditions included breast prosthesis implantation. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and immune system disorder ("immune system not functioning correctly"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia due to blood loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("neurological condition/prob:brain fog") and endometriosis ("endometriosis") and underwent mammoplasty ("breast implant"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and alopecia had resolved, the fatigue, feeling abnormal, depression, anxiety and immune system disorder was resolving and the iron deficiency anaemia, mammoplasty and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, endometriosis, fatigue, feeling abnormal, immune system disorder, iron deficiency anaemia, mammoplasty, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2008 (as per ppf) in this follow up and previously the date of insertion was (B)(6) 2013 if you had your essure removed, did you retain the essure device or any portion of it? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/severe clotting') in a 44-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gerd, peptic ulcer disease, dizziness, hypothyroidism, back pain and parity 3. Concurrent conditions included breast prosthesis implantation. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and immune system disorder ("immune system not functioning correctly"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia due to blood loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the first episode of feeling abnormal ("neurological condition/prob:brain fog"), endometriosis ("endometriosis"), gastric ulcer haemorrhage ("bleeding ulcer"), thyroid mass ("thyroid surgery/ non cancerous mass on thyroid "), back pain ("back pain"), hypoaesthesia ("foot numbness"), headache ("headache"), scar ("scar tissue"), hypertension ("high bp"), arthropathy ("knee issues"), sleep apnoea syndrome ("sleep apnea"), neck pain ("neck pain in the right neck down into shoulder"), paranasal sinus discomfort ("sinus pressure"), the second episode of feeling abnormal ("brain fog "), tremor ("tremor"), confusional state ("confusion"), amnesia ("memory loss"), aphasia ("trouble with words"), disturbance in attention ("concentration problem/ loss of concentration "), eye contusion ("bruising my under eyes"), eye swelling ("face and eye swollen"), swelling face ("face and eye swollen"), inflammation ("inflammation") and hernia ("hernia"), underwent mammoplasty ("breast implant") and cholecystectomy ("gallbladder removal") and was found to have weight increased ("I went from 157 lbs to 197 lbs/ gained 60-80 lbs"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral), removed and thyroid surgery) and iron infusion. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and alopecia had resolved, the fatigue, depression, anxiety and immune system disorder was resolving and the iron deficiency anaemia, mammoplasty, endometriosis, cholecystectomy, gastric ulcer haemorrhage, thyroid mass, back pain, hypoaesthesia, headache, scar, weight increased, hypertension, arthropathy, sleep apnoea syndrome, neck pain, paranasal sinus discomfort, the last episode of feeling abnormal, tremor, confusional state, amnesia, aphasia, disturbance in attention, eye contusion, eye swelling, swelling face, inflammation and hernia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, aphasia, arthropathy, back pain, cholecystectomy, confusional state, depression, disturbance in attention, endometriosis, eye contusion, eye swelling, fatigue, gastric ulcer haemorrhage, headache, hernia, hypertension, hypoaesthesia, immune system disorder, inflammation, iron deficiency anaemia, mammoplasty, menorrhagia, neck pain, paranasal sinus discomfort, pelvic pain, scar, sleep apnoea syndrome, swelling face, thyroid mass, tremor, vaginal haemorrhage, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2008 (as per ppf) in this follow up and previously the date of insertion was (B)(6) 2013 if you had your essure removed, did you retain the essure device or any portion of it? Yes. Concerning the injuries reported in this case, the following ones were reported via social media-bleeding gastric ulcer, cholecystectomy, back pain, hypoaesthesia, headache, thyroid mass, scar tissue, weight gain, joint disorder, sleep apnea, high bp, sinus pressure, neck pain, tremor, confusion, memory loss, brain fog, word finding difficulty, eye contusion, disturbance in attention, face and eye swollen hernia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: social media received- new events bleeding ulcer, gallbladder removal, back pain, foot numbness, headache, thyroid mass, scar tissue, I went from 157 lbs to 197 lbs, knee issues, sleep apnea, high bp, sinus pressure, neck pain in the right neck down into shoulder, tremor, confusion, memory loss, brain fog, trouble with words, bruising my under eyes, concentration problem, face and eye swollen, inflammation, hernia were added. New reporter, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 44-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gerd, peptic ulcer disease, dizziness, hypothyroidism and back pain. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and immune system disorder ("immune system not functioning correctly"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anaemia due to blood loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("neurological condition/prob:brain fog") and endometriosis ("endometriosis") and underwent breast prosthesis implantation ("breast implant"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral) and removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and alopecia had resolved, the fatigue, depression, anxiety and immune system disorder was resolving and the feeling abnormal, iron deficiency anaemia, breast prosthesis implantation and endometriosis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, breast prosthesis implantation, depression, endometriosis, fatigue, feeling abnormal, immune system disorder, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2008 (as per ppf) in this follow up and previously the date of insertion was (B)(6) 2013 if you had your essure removed, did you retain the essure device or any portion of it? Yes. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs receive- new events abnormal bleeding (vaginal), depression, anxiety, immune system not functioning correctly,breast implant, and hair loss were added. Pt of the event neurological disorder nos was updated into brain fog. Outcome of the event abnormal bleeding (vaginal), depression, anxiety, immune system not functioning correctly and hair loss were updated from unknown to recovered. Reporter information was added. Event anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nervous system disorder ("neurological condition/prob") and anaemia ("anaemia"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the fatigue and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anaemia, fatigue, menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2008 (as per ppf) in this follow up and previously the date of insertion was (B)(6) 2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ppf received. Case become incident. Reporter's information was added. Injury nos replaced with event pelvic pain. Added events abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, neurological condition/prob, plaintiff did not undergo essure confirmation test. Date of removal was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.